Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they went to use their bladder stimulator last night when they received the message "data lost. Internal device has lost all data. Contact clinician."(power on reset, por). They could not say when the message first occurred, they only reported they first saw it last night. They denied having had any recent experiences with electromagnetic interference that they knew of but noted that last week they had an electrical storm. It was reviewed that they device could potentially be near end of life. The patient would follow up with their healthcare provider (hcp). On 2024-sep-13 additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the por was unknown, but that the patient was evaluated by a manufacturing representative (rep) in their office and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were first notified via the healthcare provider (hcp) on 2024-sep-03 about the patient seeing a por message. The cause was unknown, however they saw them in the office on (B)(6) 2024 and they utilized the clinician application to reconnect the programmer with the implant and were ultimately able to connect using the patient's therapy application. They had the patient turn off their programmer and connect to the ins on their own, which they were able to do.